Event description:
(B)(6) who returned with a fractured olecranon 6 weeks postop, and followup a year later which, interestingly, shows fatigue fracture of one of the k-wires despite a well healed olecranon (I think because it's so thin that I was 'flexing' and the metal fatigued).

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.